Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that device entrapment occurred. A 2.75 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was stuck on the non bsc guidewire and would not detach. The device was simply removed as a whole from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.